Manufacturer narrative:
To date, product has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The distributor's rep spoke with the sales rep via telephone and the following info was communicated: she reported that the events occurred in 2007. The skin prep used was chloraprep. The pts were between 25-28 weeks gestation. The PICC lines were inserted into the leg area. Two days after the PICC insertion and the biopatch application these babies developed a red reaction under the biopatch and transparent dressing. Two of the babies also had yellow/green exudate under the biopatch. The biopatch was removed and the area covered with a 3m tegaderm dressing. No medical intervention was required and no PICC lines needed to be removed. Additional info provided 11/28/2007: boy, 2007: placed PICC. Redness. Verbal report - did not see chart.